Manufacturer narrative:
H4: the lot was manufactured from february 03, 2020 - february 04, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking; further described as "the liquid did not fill to the elastomer balloon of the pump but instead entered the interior of the pump". The leak was observed during filling of the device. There was no patient involvement. No additional information is available.